Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arcticsun gel pads connecter was broken when the hospital opened the package. There was no part of the broken connector located inside of the package. Per follow up there were no other pads available and patient was able to complete therapy using broken pad despite a small leak.

Event description:
It was reported that the arctic sun gel pads connecter was broken when the hospital opened the package. There was no part of the broken connector located inside of the package. Per follow up there were no other pads available and patient was able to complete therapy using broken pad despite a small leak.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used arctic gel pad kit present. Two chest pads and two thigh pads within the kit were returned. Visual inspection of the pad surfaces noted no obvious visible defects. The right thigh pad had the original liner was present. Zippered sample container bags were adhered to the hydrogel of the other returned pads to simulate a liner replacement. Close visual inspection revealed the connector on the right thigh pad to be damaged. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not place arctic gel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient."